Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device but could not reproduce the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to physio-control that the customer's device powered off automatically during a test at the hospital. There was no patient use associated with the reported event.

Manufacturer narrative:
Correction information: (date of the event) of the initial medwatch report indicates: (B)(6) 2017. (Date of the event) of the initial medwatch report should indicate (B)(6) 2017. Follow-up information: the device was eventually returned to physio-control for evaluation. From the downloaded device data it was observed that the device had indeed experienced an inappropriate loss of power (21 times during the event). It was also observed that the battery pins in battery well # 2 were loose. Physio replaced the battery pins and tightened the internal battery harness kep nuts. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported power issue could not be conclusively determined as the device data did not support an intermittent connection to battery # 2.